Event description:
The facility alleges the surgeon has difficult time closing the clip on the artery renal. It is unknown if there was pt injury or medical intervention. No add'l info is available.

Manufacturer narrative:
Device evaluated by manufacturer: the alleged complaint was confirmed. The evaluation revealed the applier was received with tips not closing completely. The applier was manufactured prior to the year 2000 and cannot be repaired. Evaluation: actual device involved in incident was evaluated. Performance tests performed. Out of specification. Conclusion: device failure directly contributed to event.